Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient¿s exact weight was not available for reporting but was reported as (B)(6). Date patient¿s symptoms began is unknown. Additional device product code is hwc. (B)(4). (Therapy date): exact date of implant is unknown but was reported as (B)(6) 2015. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2016 that a patient underwent the removal of a tfn trochanteric fixation nail (tfn) system due to protrusion of the helical blade through the femoral head and neck. The tfn system was initially implanted on an unknown date in (B)(6) 2015. The tfn implants were removed without difficultly and no fragments were generated. There was no delay in surgery and no additional medical intervention was necessary. The surgeon stated he believed that the protrusion of the helical blade was due to the patient being non-compliant and morbidly obese. The patient was revised to a total hip replacement. The status of the patient postoperatively was reported as stable. This report is 1 of 1 for (B)(4).